Event description:
It was reported that, during a navio-assisted tka surgery, the distal and tibial cuts were achieved and when it was looked to verify the femoral 4 in 1 cutting block anterior height and rotation, the numbers in the navio surgical system au looked compromised. The femoral check was approximately 17mm out. The femoral point was re-calibrated and the tibial point validated. The case was aborted and finished with manual instrumentation without significant delays (fewer than 30 minutes). No patient was harmed (no extra bone was removed).

Manufacturer narrative:
H3, h6: the navio surgical system au, pn: ornpfs02070, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The reported complaint was confirmed. The plane visualization tool was used in both the femur and tibia bone removal screens. When placed directly on the distal end of the femur (not just one side of the femur), the live read-out reported a 3.2 degree angle error in the distal cut mediolaterally, and a 1.8 degree angle error in the distal cut anteriorly. When placed directly on top of the tibia plateau, the live read out showed a 1.5 degree angle error in the medio-lateral direction. The following screen shows a femur checkpoint verification error of 17.6 mm. Because the checkpoint verification occurred after the cuts were made, it is likely that bone tracker movement is the root cause of the angle errors displayed in the visualize cut screens. The case was put into case visualizer, confirming the checkpoints were in the bone, making bone tracker movement unlikely without the system having notified the user. It is possible that the tracker could have rotated from the edge to the flat from the vibrations from burring the bone or when the cut block was impacted. While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. The tracker also could have been bumped slightly after the user finished cutting. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. The tracker moved, and then the software caught the movement and reported it as expected. There was no issue with the software. Refer to the user¿s manual for the placement of the bone tracker attachments. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system surgery. Detailed instructions for placing the bone pins and tracker arrays is provided in the surgical technique guide. If it is suspected that a bone tracker array has moved during surgery, secure the tracker array and click on the appropriate icon to return to the checkpoint verification screen to re-collect and reverify the checkpoints. This situation is captured in the navio risk assessment released at the time of the complaint. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a navio-assisted tka surgery, the distal and tibial cuts were achieved and when it was looked to verify the femoral 4 in 1 cutting block anterior height and rotation, the numbers looked compromised. The femoral check was approximately 17mm out. The femoral point was re-calibrated and the tibial point validated. The case was aborted and finished with manual instrumentation without significant delays (fewer than 30 minutes). No patient was harmed.